Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "saline implant rupture".

Event description:
Sales representative reported unknown side "has a saline implant rupture". Device status is unknown.